Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, while positioning the left ventricular lead with a catheter and a guidewire, the wire became stuck inside the lead. The physician applied traction to the proximal portion of the wire to remove it; however, the distal portion of the wire broke off inside the patient and could not be retrieved. Lead capture threshold was acceptable and physician decided to leave the lead implanted. The broken wire was left inside the coronary sinus anatomy. The patient was stable.